Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient was presented in the emergency room. Upon interrogation, the device was found to be in backup vvi mode. A device code download was performed successfully. The device remains implanted.